Event description:
As reported by the field, this was a mechanical thrombectomy using an embotrap iii 6.5 mm x 45 mm (catalog #: et309645, lot #: 23a030av) for acute ischemic stroke. In the first pass, a phenom21 microcatheter was used and the embotrap failed because there was a lesion with stenosis in the target infarction. Percutaneous transluminal angioplasty (pta) for the stenosis lesion was performed. After that, the embotrap was inserted again into the phenom for the second pass, but there was resistance and could not be inserted. The procedure was completed successfully with the aspiration catheter and solitaire 6mm. There was no negative impact to the patient. A continuous flush was done. Additional information was received on 18-may-2023 indicated that the use of the embotrap was not considered to be a contributing factor in the reported stenosis. Additional information was received on 13-jul-2023 indicating that after the 1st pass, the embotrap was found slightly damaged by visual evaluation, but the details are unknown. There was nothing obstructing the microcatheter. No excessive force has been applied to the device.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section b3 ¿ date of event: the date of the event was not reported. The device has been reported as unavailable and will not be returned for analysis. Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. Complaint trends are monitored on a monthly basis as part of the company post market surveillance. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.